Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "while separating medication injection through c-line, distal lumen hub and line were separated". No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc for evaluation. Signs-of-use in the form of biological material was observed. Visual analysis revealed that the distal extension line contained a hole directly adjacent to the luer hub. Microscopic examination confirmed the hole. The distal extension line outer diameter measured 2.14 mm, which is within the specification limits of 2.13 mm-2.21 mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.499 mm, which is within the specification limits of 1.42 mm-1.50 mm per the distal extension line extrusion graphic. This indicates that the wall thickness measured within specifications. All four lumens were initially flushed using a water-filled lab inventory syringe to ensure no blockages were present. The distal end of the catheter was then clamped, and each lumen was pressurized using a water filled lab inventory syringe. When the distal line was pressurized, a small leak was detected near the luer hub of the extension line. No leaks were detected in the other lines. A manual tug test confirmed all four luers were fully secured to their respective extension lines. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by functional and visual inspection of the returned sample. The distal extension line contained a small hole adjacent to the luer. A device history record review was performed based on sales history with no relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The complaint is reported as: "while separating medication injection through c-line, distal lumen hub and line were separated." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.